Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called because, over the holidays, they walked through a security gate at a store and "got shocked from their hip to their toe and it hit them really hard." They didn't have their patient programmer (pp) at the time of the event to turn stimulation off. They said they turned stimulation off once they got home from the store. The following morning, they had a return of urinary leakage; the patient noted that they've never had an issue with bladder leakage. After turning stimulation back on, they changed their settings. The patient then returned to the store, but was shocked again. It was reviewed to turn therapy off prior to walking through theft detectors and recommended discussing the shocking, return of symptoms, and the fact that they changed their settings with their healthcare provider (hcp); they noted that they have an appointment on (B)(6) 2018 at 1:20 pm and will discuss changing the settings again or leaving them as is. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported that after getting shocked when walking through a security gate they changed programs with their programmer with assistance from a manufacturer's representative to resolve the shocking and device issues and so far all is well. No further complications were reported or are anticipated.